Event description:
It was reported that during a laparoscopic appendectomy procedure, the device did not fire at all. They took a new instrument and had the same issue. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device (a), was received with the firing mechanism damaged and with the wedge bands and knife exposed. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the firing trigger post were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.